Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications and no issues were identified. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.